Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error. There was no allegation of a product malfunction; therefore, a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due to lack of sample. A home patient (hp) contacted global technical services regarding difficulty spiking/incomplete spike during set up on the home choice (hc). Product surveillance spoke with the hp who stated the wrong patient's supplies were shipped to her and she tried using spike cassettes to luer bags and they would not connect. There was no patient injury or medical intervention indicated. This review found the labeling adequate for the use error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted global technical services regarding difficulty spiking/incomplete spike during set up on the home choice (hc). The technical service representative (tsr) assisted the hp with troubleshooting the supplies. The tsr then explained the type of bags and type of lines the hp had do not connect together. The tsr advised the hp to contact the dialysis nurse about treatment options for the night. On (B)(6) 2010 product surveillance spoke with the hp who stated the wrong patient's supplies were shipped to her and she tried using spike cassettes to luer bags and they would not connect. The hp stated she didn't realize there was a difference. No adverse event was reported as a result of this incident.